Event description:
Event description guidant received information that this implanted cardiac resynchronization therapy-defibrillator (crt-d) oversensed noise on the ventricular rate/sense and shocking channels. This oversensing resulted in inappropriate episode declaration and pacing inhibition. All lead measurements are within acceptable ranges.